Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that while exercising, the patient received an inappropriate shock. It was found to be from t wave oversensing. Programming changes were made, and the right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.